Manufacturer narrative:
Clinical code: 4440 - thrombosis/thrombus: the site reported the event as a thrombus. Impact code: 4648 - insufficient health impact information: awaiting further information. Medical device problem code: 3190 - insufficient device problem information: awaiting further information. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four-year review was performed for thoraflex hybrid > occlusion/thrombosis > all failure categories (excluding emboli/stenosis) jan2022- jun2026, this gave an occurrence rate of (B)(4). Increasing trend was identified and meeting was arranged with sme's (subject matter experts) to review this trend and discuss next steps at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Events reported from insel gruppe ag - 3064, via swissmedic report. Events reported as thrombus after frozen elephant trunk. Thrombus at the distal stent end of the frozen elephant trunk is a well-known complication. In the literature, the incidence is given as about 8-16%. Recently, we have had the impression that this complication is occurring more often in our country. The site compiled the cases of the last three months, it was found that 5 out of 12 patients had a distal thrombus, which is significantly higher than the rate described in the literature. This is significantly higher than the rate described in the literature. In addition, there was a case with serious clinical consequences last november. Despite careful intra-operative measures and established avoidance strategies on our part, thrombi formation continues to occur, which is why we would like to report this.